Event description:
Caller alleged discrepant results (accuracy) comparison of inratio test compared with lab results. Results as follows: set - 1, meter-inr - 4.3, lab-inr - 5.4; set - 2, meter-inr - >7.5, lab-inr - 2.3, set 3, meter-inr - 7.1, lab-inr - 2.3, set 4, meter-inr - 1.3, lab-inr - 2.5. Patient has no bleeding symptoms. Fingerstick wb was used for inratio. Venous blood was taken for the lab test).

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filled: set - 1, inratio - 4.3, reference - 5.4, mean - 4.85, confidence-limits - 2.8-7.2; set 2, inratio - >7.5, reference - 2.3, mean - 4.90, confidence-limits - 2.8-7.2; set - 3, inratio - 7.1, reference - 2.3, mean - 4.70, confidence limits - 2.6-6.9; set - 4, inratio - 1.3, reference - 2.5, mean - 1.90, confidence limits - 1.3-2.7. The mean of the inratio meter and comparative system inr were calculated. Boh inratio and lab values of test 2 and 3 fall outside the limits, so the criteria are not met and the values are discrepant beyond the documented variability for pt/inr testing. This would be subject to strips accuracy and/or precision testing as part of the complaint investigation if meter is returned. As of today, products associated to this complaint have not been returned.